Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "patient complained of hardness and discomfort with the implants." And later reported "grade 4 capsular contracture". Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
Device information: the device related to the reported events of visibility/palpability, pain and capsular contracture was received on july 15, 2025, with catalog number mcghan-240. Based on the product analysis performed, the assessments of the complaint codes are: ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "patient complained of hardness and discomfort with the implants." And later reported "grade 4 capsular contracture". Affected side is right. The device has been explanted and replaced.